Event description:
The patient's port-a-cath was accessed and then reassessed in an attempt to confirm the intraport position of the needle. No blood could be withdrawn and no contrast could be administered. A small amount of contrast was seen in the port itself. This required removal of the groshong cath on (B)(6) 2012, and replaced with another catheter. No harm to the patient.